Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unknown biomet implant for evaluation. Visual evaluation performed; the implant had signs of use. Bone debris on the internal and external threads. No damage identified or signs of malfunction that would contribute to the event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. It was confirmed that the patient¿s septum was fractured. The bone between alveolar socket and nerve conduct is very small and very difficult to put an implant in this situation. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. E1: reporter name and address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The septum fractured, and the implant installation was not possible due to torque limitations caused by anatomical structures. The doctor prescribed antibiotics and scheduled a new surgery in three months, so a new implant was not placed in this surgery. The affected tooth position is #37.